Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event file will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. It was noted that the device was beeping, as was reported from the field. An attempt was made to interrogate the device; the no-telemetry condition was confirmed. An x-ray of the device noted no anomalies. Multiple, subsequent attempts were made to reset the device with a magnet and re-establish a telemetry session; however, laboratory technicians were unable to successfully establish telemetry with the s-ICD. In order to evaluate whether or not the inability to establish telemetry may be temperature-dependent, the device was subjected to varying temperatures over time and multiple attempts were made to communicate with the device. All telemetry attempts were unsuccessful. After the titanium case was opened, visual examination of the internal components revealed no irregularities. This device behavior has been determined to be due to a shortened telemetry wake-up pulse behavior (radiofrequency/rf, wake-up period) associated with the telemetry chip and crystal oscillator start-up process. Investigation has shown that the duration of the rf wake-up period directly affects the ability of the device to be interrogated. This rf wake-up period is sensitive to impedance changes within the rf telemetry circuit.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen clinically for follow-up following shock therapy. The device was interrogated, confirming normal operation in response to the treated episodes. The physician then exited the exam room without closing the interrogation session. Upon return, another interrogation was attempted however the device was no longer able to establish telemetry and the boston scientific representative called to assist. The representative was also unable to resolve the clinical observation and additionally noted beeping tones from the device: the device was also unresponsive to magnet presence. Boston scientific's technical services (ts) was contacted for troubleshooting recommendations. Ts recommended immediate explant, so as to preserve internal battery capacity for complete root cause analysis efforts. No adverse patient effects were reported and the patient was monitored until the scheduled replacement. Subsequently, the device was explanted and returned for analysis. No adverse patient effects were reported during the replacement procedure.